Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed successfully using watchman flx laa closure device with delivery system (wds). 45 days post index procedure during a routine follow up examination a device related thrombus was discovered. Xarelto and eliquis were prescribed. No patient complications were reported.

Manufacturer narrative:
Date of event: estimated based on the aware date of 18feb2022.